Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: while inserting a #22 insyte, one of our nurses was unable to manually retract the needle when repositioning. Essentially it was stuck. When she did remove the needle and catheter from the patient, the catheter was actually split away from the needle.

Manufacturer narrative:
Investigation results: the investigation into the reported condition lacked both photographic evidence and physical samples. A thorough examination of the history of insyte autoguard bc blu 22ga lot 4044522 revealed that a quality notification (qn) was initiated for a bent needle during the production of this lot, which may be relevant to the complaint. No deviations in the process were identified. However, in the absence of a sample, we are unable to confirm the existence of the defect. Without a sample, it is not possible to ascertain the root cause of the reported incident. Given the limited findings from our investigation, we could not establish a cause for the reported incident.